Event description:
It was reported that the system failed to boot up and displayed a communication error. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable was replaced during the service call. The system was tested, found to be working as intended and returned to service.